Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. In 6/02 maersk medical a/s received the complaint and 1 used and 1 unused infusion sets.